Event description:
Complainant alleged that during biomed testing, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical italy for evaluation. During the investigation of the device to determine the root cause, the technician observed damage to the pins of the cprd multifunction cable (mfc) connector consistent with mishandling. The damage is not consistent with normal wear and tear. The cprd mfc connector was scrapped. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.